Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 14-jul-2017, an fse conducted an onsite follow-up with the customer to address the reported event. During servicing, the fse ran patient samples with good chromatogram. However, they replaced 2-way valves for the buffers. They also primed and performed a drain flush and adjusted the flow rate. All controls thereafter had good results. The instrument was operational. There was no further action by fse. The most probable cause of the reported event was due to the intermittent 2 way buffer valves.

Event description:
On (B)(6) 2017, a customer reported errors 150 and 101 with their g8 analyzer. The customer repowered at the main breaker but the low pressure error returned. The customer then performed a drain/flush and the errors cleared temporarily but then returned. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.